Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. The customer alleged the pump software did not accurately adjust the amount of insulin delivered. During troubleshooting with tandem technical support it was determined the customer had not entered the correct weight into the pump. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.